Manufacturer narrative:
Updated data: b2. Date of death updated b5. Fourth paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve into a patient with moderate/low calcification on the non-coronary cusp (ncc), no pre-dilation was performed. There were no complications during the implant of the valve. After the valve implant, the patient became hemodynamically unstable with a blood pressure of 50/30 mmhg. An echocardiogram showed a pericardial effusion and a pericardial puncture was performed. A contrast x-ray revealed an annular rupture of the ncc. Cardiac surgery was provided. Additional information was received to correct the previously reported information: an annular rupture did not occur. A thoracotomy was performed to address the pericardial effusion and a ventricar rupture was identified at the apex of the heart. It was noted a non-medtronic (symedrix innowi) guidewire was used for the procedure. Additional information was received that per the physician, the ventricular rupture was caused by the non-medtronic guidewire and not the delivery catheter system (dcs). The patient died. Additional information was received that per the physician, the death was due to the rupture, and neither the valve nor the dcs caused or contributed to the death. Additionally, the hypotension and hemodynamic instability were results of the reported rupture.

Manufacturer narrative:
Updated: b2, b5, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve into a patient with moderate/low calcification on the non-coronary cusp (ncc), no pre-dilation was performed. There were no complications during the implant of the valve. After the valve implant, the patient became hemodynamically unstable with a blood pressure of 50/30 mmhg. An echocardiogram showed a pericardial effusion and a pericardial puncture was performed. A contrast x-ray revealed an annular rupture of the ncc. Cardiac surgery was provided. Additional information was received to correct the previously reported information: an annular rupture did not occur. A thoracotomy was performed to address the pericardial effusion and a ventricar rupture was identified at the apex of the heart. It was noted a non-medtronic (symedrix innowi) guidewire was used for the procedure. Additional information was received that per the physician; the ventricular rupture was caused by the non-medtronic guidewire and not the delivery catheter system (dcs). The patient died.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve into a patient with moderate/low calcification on the non-coronary cusp (ncc), no pre-dilation was performed. There were no complications during the implant of the valve. After the valve implant, the patient became hemodynamically unstable with a blood pressure of 50/30 mmhg. An echocardiogram showed a pericardial effusion and a pericardial puncture was performed. A contrast x-ray revealed an annular rupture of the ncc. Cardiac surgery was provided. Additional information was received to correct the previously reported information: an annular rupture did not occur. A thoracotomy was performed to address the pericardial effusion and a ventricar rupture was identified at the apex of the heart. It was noted a non-medtronic (symedrix innowi) guidewire was used for the procedure.

Manufacturer narrative:
Updated data: b1. Adv evnt/prod prob b5. A second paragraph was added. H6. Additional codes. Product analysis: the valve remains implanted in the patient, and; therefore, was not available for product analysis. Additionally, no fluoroscopic images were submitted of the valve load inspection and no computed tomography images were submitted to medtronic for review. However, the executive summary was provided for anatomical considerations and one procedural image, a cine was submitted for review. Review of the submitted image showed evidence of a possible rupture or dissection with wide open aortic insufficiency. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: a5a and a5b; corrected from blank to no information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve into a patient with moderate/low calcification on the non-coronary cusp (ncc), no pre-dilation was performed. There were no complications during the implant of the valve. After the valve implant, the patient became hemodynamically unstable with a blood pressure of 50/30 mmhg. An echocardiogram showed a pericardial effusion and a pericardial puncture was performed. A contrast x-ray revealed an annular rupture of the ncc. Cardiac surgery was provided.